Event description:
Customer reported having problems with the insulin pump caused by his vehicular accident. Customer was driving his motorcycle. The device was not working properly due to physical damage. The customer does not know his blood glucose reading at the time of the accident. His blood glucose was in control while he was at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No rattling noted during testing.